Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs indicated that the device was set up without the electrode pads connected, which would have resulted in the device displaying a red x. In accordance with our labeling, the electrode pads must be connected at all times. The device should be tended to when displaying a red x and is an indication it is not ready for clinical use. The logs showed no evidence that the device was unable to charge or deliver therapy. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.